Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result for a 61-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 135-145 mmol/l): sample ID (B)(6) initial result was 160, repeat result, on a different analyzer, was 126 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated sodium result for a 61-year-old male patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 135-145 mmol/l): sample ID (B)(6) initial result was 160, repeat result, on a different analyzer, was 126 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated sodium results on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer replaced and calibrated the bent reagent 1 alinity c-series reagent probe, list number 04s49-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.